Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal any device-related issues and a direct correlation between the pump and the reported event could not conclusively be determined. Additionally, a specific cause for the patient¿s infection could not conclusively be determined. The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient as implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was pump exchanged due suspected pump thrombus and device infection. According to the clinician team, the patient presented with elevated ldh of 1500, dark urine, aki, hemolysis,possible thrombus, and driveline infection. CT was performed on (B)(6) 2019 showing ill-defined subcutaneous collection of fluid and gas in the substernal region which tracks along the proximal outflow of the lvad, concerning for abscess. A heterogeneous nonorganized fluid collection adjacent to the driveline in the mid abdomen extending to the left anterior abdominal wall was also observed.